Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet system, with reported glucose as high as 230 mg/dl and elevated values persisting for several hours; education was provided on adjusting the sleep target and on using backup therapy with appropriate disconnection time from the ilet. Symptoms included no reported acute clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy, and the user remained stable. Investigation included a review of user-reported glucose data and troubleshooting guidance. Investigation of this case revealed no device malfunction reported and an undetermined cause for the hyperglycemia. It was concluded that the event was user-reported hyperglycemia with cause unclear, and troubleshooting and education were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.